Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 100 units. Additionally, approximately 45-50 units of insulin had been used. The customer's blood glucose level ranged from 200-300 units.